Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, white fibrous foreign matter was clogging the nozzle. The nozzle was not deformed and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A blockage was confirmed to be present in the air/water nozzle, which was identified during reprocessing by the customer. The blockage appeared to be white fibrous type material, investigation concludes that the item did not originate from the olympus endoscope. The following additional findings were noted: blockage evident in the outlet pipe, lifting on the distal end adhesive, water ingress at the suction connector, misty image on the hot and cold test, and lastly water flow and water removal did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that there was an air/water blockage in their evis lucera elite gastrointestinal videoscope. The device reportedly failed automated endoscope reprocessing. Upon receipt and inspection of the returned device, it was discovered that there was foreign material clogging the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device.